Manufacturer narrative:
Correction: h2 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the monitor, severe electronic or radiofrequency interference was experienced, with suspected interference involving an electrosurgical unit while other equipment was in use nearby. The monitor reportedly stopped displaying and no data was shown on the screen, with erratic readings, no accurate reading, and at times no reading. During the case, the monitor reportedly displayed ¿error 11504. New sensor,¿ a sensor error indicating overuse despite the sensor not being removed from packaging, and a module error, along with erratic value and eeg display. The monitor was swapped out with a monitor and no problems were reported after the change. Device key was used to troubleshoot. There were audio and visual alarm but the alarm were silenced. There was no patient harm.